Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a displayable history check failed on startup alarm. Customer's blood glucose was 123 mg/dl. Customer stated that a temp basal was not programmed before the alarm occurred. Customer reported that the pump was stored without a battery or a dead battery for an extended period of time. A replacement will be sent to the customer. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify any alarms due to the button/keypad anomaly. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked belt clip slot, minor scratches, and a cracked display window.